Event description:
It was reported that an ilet pump became unresponsive and would not power on or wake when placed on the charging cradle or when the top button was pressed; the user noted a prior unintended reset months earlier. Symptoms included no adverse clinical effects, with blood glucose reported as stable. Outcomes included the need for a replacement device and use of manual therapy while awaiting the new unit. Investigation included a review of the reported malfunction and coordination for device return and inspection of the returned device. Investigation of this device revealed a suspected hardware failure related to the sleep/wake functionality or power control that prevented the device from powering on or responding. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction consistent with a hardware fault.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of sleep/wake button unresponsive was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.